Event description:
Elderly pt had a bronchoscopy procedure done by dr. (B)(6), (B)(6) 2012, for ibv valve placement to treat post-op air leak after lung cancer lobe resection. In 1 week, air leak had sealed and chest tube was removed. Six weeks post-op, pt was hospitalized for copd exacerbation. Dr. (B)(6) discussed valve removal with the pt's primary physician, who said that although the pt was still hospitalized, he was not likely to improve. Dr. (B)(6) decided to proceed with valve removal. At bronchoscopy, pus was noted, presumably from a bronchial infection; pus suctioned to clear the airways. Valve removal was without difficulty, but there was mild bleeding; suctioned clear and self-limited. Pt had subsequent tachypnea in recovery and was moved to ICU on bipap. Later that day pt required intubation for ventilatory support and bronchoscopy. Bronchoscopy revealed clot occluding rt mainstem; clot removed and further bleeding noted; coagulation test ok. Pt suctioned for large amount of blood from removal site. Pt never did well post original lung cancer resection. Family requested withdrawal of support; pt died.

Manufacturer narrative:
Spiration reviewed device labeling (instructions for use and pt brochure) and confirmed that the adverse events which were reported are listed as potential/anticipated. Based on the review of the mfg dmr and DHR, the ibv valve is not suspected to have failed or malfunctioned. Method: reviewed the sae report sent by the physician to his irb on (B)(6) 2012. The sae report to the irb dated (B)(6) 2012 stated that the initial sae (bleeding) was definitely related to the valve removal procedure. This report is being submitted as an MDR with an abundance of caution. If add'l significant info is provided, this report will be supplemented.